Event description:
It was reported that the physician was performing a kidney stone lithiasis with an auriga, and when releasing the foot pedal, the firing of the laser was not interrupted. The foot pedal and interruption of the firing was attempted multiple times without any success. The laser was removed from the console connection to cut off the laser. The fiber was disposed and an additional fiber was attempted with the same issue. Upon inspection of the equipment, a small hole was found in the cable connecting the foot pedal to the main emitter of the console. The procedure was completed with an alternative foot pedal and did not present the problem again. There was no injury to the patient or the operator.